Event description:
It was reported that noise was noted on the lead. At explant, the patient experienced a temporary drop in blood pressure. Lead was replaced.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.